Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg had rotated in the pocket resulting in the inability to charge. The physician assessed that the issue was procedure related. The patient underwent a pocket revision procedure and the event resolved.

Manufacturer narrative:
.

Event description:
A report was received that the patient's pg had rotated in the pocket resulting in the inability to charge. The physician assessed that the issue was procedure related. The patient underwent a pocket revision procedure and the event resolved.